Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, with only 12 seconds left in the ablation phase of the procedure, the back part of the sheath where the hta scope adapter screws in became unglued, came loose, and popped off. Subsequently, hot saline dripped down onto the patient and she sustained a second degree burn on her buttocks. It measured approximately 4 inches long by ½ inch wide. Post procedure, silvadene cream was applied the affected area. Prescriptions for percocet and silvadene cream were given to the patient for home use. A telephone conversation with the patient a few days after the procedure revealed that she didn't seem concerned over the burn. A follow up email message from the physician reported that the burn had developed a scab and was healing well with no signs of infection. The patient denied any pain from the burn and had stopped using the silvadene cream after initial use. At this time the patient is still being monitored.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Analysis of the returned genesys hta procerva procedure set revealed that the threaded hub that connects to the scope adapter was separated from the main body of the sheath. Further analysis found no evidence of a manufacturing defect. Observation of the sheath end connector and the molded sheath body showed full coverage of adhesive on the mating surfaces of both components. Available information indicates a slightly anteverted uterus and that the physician had to move the sheath to an acute angle to visualize the area. Therefore, the most probable root cause for the damage to the sheath is operational context.

Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, with only 12 seconds left in the ablation phase of the procedure, the back part of the sheath where the hta scope adapter screws in became unglued, came loose, and popped off. Subsequently, hot saline dripped down onto the patient and she sustained a second degree burn on her buttocks. It measured approximately 4 inches long by ½ inch wide. Post procedure, silvadene cream was applied the affected area. Prescriptions for percocet and silvadene cream were given to the patient for home use. A telephone conversation with the patient a few days after the procedure revealed that she didn't seem concerned over the burn. A follow up email message from the physician reported that the burn had developed a scab and was healing well with no signs of infection. The patient denied any pain from the burn and had stopped using the silvadene cream after initial use. At this time the patient is still being monitored.